Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during a laparoscopic video assisted thoracoscopic lobectomy, the surgeon was unable to fire the stapler. The green button was able to be pressed but the handle was unable to be squeezed. To complete the procedure, the surgeon used another stapler. No patient injury.